Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (power issue) issue. The customer alleged that the battery was unable to be removed from the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings: no defect was found. . Pump was returned with a energizer alkaline battery installed. Battery had swelled making the removal of the battery difficult. A "test" alkaline and lithium aa battery was able to be installed and removed without difficulty. Black box shows evidence of a unacknowledged eaw 144 replace cartridge alarm on (B)(6) 2016. Alarm went unacknowledged from 09:14 to 12:57. Pump powers with returned battery cap. Battery cap able to fully tighten. Battery compartment intact. No evidence of contamination inside battery compartment. A 24 hour basal program was run with the returned battery cap. No reboot, loss of power or call service alarms duplicated. Current draws within specifications; idle-80ma, sleep-00ma, load-190ma,. Removed pump case. No evidence of moisture or loose components inside pump. A pump related "power" issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.